Event description:
Sales rep reports that a patient implanted with spinal hardware in (B)(6) experienced a post-op infection. He reported that it was not device related. During the revision to address the infection it was noted that the hardware had loosened. The hardware was re-tightened. This surgeon reported having issue with the torque wrench that is used with the system. As an adverse outcome was reported that required surgical intervention an MDR is being filed to document this event. Device 2: see also 1526439-2012-00027.

Manufacturer narrative:
No definitive conclusion can be made at this time. No direct connection can be made between the post-op loosening and the issues later found with the torque handles. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.

Manufacturer narrative:
Per 1526439-2012-00027, the user returned three torque wrenches reporting that they did not feel like they were providing the required torque. Torque wrench (device 2) was out of calibration with a damaged internal mechanism found during evaluation. This is believed to be the device used in the procedure. Investigation is still ongoing at this time.